Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other graftmaster stent referenced is filed under a separate medwatch report number.

Event description:
It was reported that during a proximal left anterior descending coronary (lad) artery intervention, after implantation of 2 non-abbott stents, thrombosis was noted with coronary extravasation in the mid lad. Balloon inflations, with a non-abbott balloon, were performed from the left main (lm) to the lad, then contrast extravasation was noted. The patient went into cardiopulmonary arrest and cardiopulmonary resuscitation (CPR) was started. The patient was intubated and experienced ventricular fibrillation requiring multiple defibrillations. A 2.80x16mm graftmaster was implanted, but the perforation was not sealed, so a second graftmaster (3.50x16mm) stent was implanted. The perforation continued to leak, but after post-dilatation, the leak was sealed. Due to the patient's weakened condition, an intra-aortic balloon pump (iabp) was placed and additional stenting and balloon inflations were performed. Two units of packed red blood cells were administered. Thrombus was noted, even though the activated clotting time was above 400 seconds. Aspiration thrombectomy was performed and timi ii flow was achieved. The patient was transferred to the intensive care unit (ICU) but continued to deteriorate and went into cardiogenic shock. About an hour after arriving in the ICU, the patient expired from cardiogenic shock. Per the physician, use of the graftmaster stents did not cause additional complications or adverse events. Cardiogenic shock and ventricular dysrhythmias occurred after the perforation and prior to the graftmaster insertion. No additional information was provided.

Manufacturer narrative:
Device code 2017-failure to follow steps / instructions. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of death, as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Per the physician, use of the graftmaster stents did not cause additional complications or adverse events. Cause of death was cardiogenic shock. It was reported that the graftmaster was deployed with a maximum pressure of 10 atmospheres. It should be noted that the graftmaster rapid exchange coronary stent graft system, domestic, instructions for use states; deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. The IFU, specifies the nominal rated burst pressure is 15 atmospheres. It is unknown if the IFU deviation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported patient-device incompatibility/device operates differently (failure to seal)/stent graft leak. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.